Manufacturer narrative:
Model number/catalog number: sc-2218-50, serial number: (B)(4), batch/lot number: 5118501, model/catalog description: linear st lead kit 50 cm.

Event description:
A report was received that the patients leads were irritating or felt like coming out of the skin. It was confirmed that there was no actual skin breakage. The patient underwent a lead revision procedure and was doing well postoperatively.